Event description:
Olympus (B)(4) was informed that the customer high definition 3cmos (complementary metal oxide semiconductor) autoclavable camera head was returned to the local repair department for evaluation of a reported "visible image with noise". The reported issue occurred during preparation for use. During inspection and testing, a camera was found to have no image malfunction with a scope communication error, code e226. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The camera head was found to have no image malfunction with a scope communication error, code e226. The customer reported issue was confirmed as the noise was due to a faulty cable unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less one (1) years since the subject device was manufactured. Based on the results of the investigation, e226 occurs when there is a communication error between the camera head and the processor fails. And we surmised that this phenomenon occurred because communication failure occurred due to the broken cable unit. Although the event was not confirmed, it was likely caused by a broken cable unit and video connector. We are unable to assume the cause of broken cable unit. Olympus will continue to monitor field performance for this device.